Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 25mg/ml morphine at a dose of 18.286 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient was believed to have had an infection. The patient had recently dropped 100 lbs. Which caused the pump to become irritated and start pushing/eroding through the surface of the skin. On (B)(6) 2016 at the last refill, the hcp noticed that the pump pocket was red and warm. After consulting with a plastic surgeon who recommended that the pump come out immediately before infection started, the hcp decided to perform a pocket revision. The pump was moved to a new pocket on (B)(6) 2016. Seven days post-op the pump was checked and the hcp had to drain 10cc of fluid from the pocket. On (B)(6) 2016 the hcp noted that the pump was erodingthrough the skin again. Infection had not been confirmed at the time of this report. Treatment was ongoing, the patient was taking oral antibiotics and the hcp was planning to explant the pump.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a consumer via a company representative and it was reported that the patient was very skinny and the current pocket was irritating. The patient factor that contributed to the event was that the patient was very skinny. No diagnostics and/or troubleshooting were performed. The pump was explanted. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.